Manufacturer narrative:
The lead is expected to be returned for analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this lead was attempted, but not implanted because they physician was unable to get stable lead measurements. The physician chose to use a different manufacturer's lead. The lead is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix retracted. Body fluid contamination was observed in the helix/neck area of the lead. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was tested and was found to be non-functional because of the tried blood/body fluid in the helix housing and in the neck region, which prohibited helix movement and testing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Event description:
The rep provided that the lead dislodged several times during the procedure and there was very poor current of injury on an unfiltered electrogram. The lead was returned and is currently in analysis.